Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving high than feels scan on their sensor and as a result, the customer was unable to self-treat due to unspecified symptoms. The customer had contact with a healthcare professional who administered steroids (increase your blood sugar level) for treatment. No further information was reported as the customer disconnected the call and attempts to contact the customer for additional information have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.